Event description:
This report is filed on the second clip (41111u1/05) because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and required an additional mitraclip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, with posterior leaflet restriction and challenging anatomy. One clip (41111u1/06) was successfully implanted on the mitral valve leaflet, and the mr was reduced to 3. The second clip delivery system (cds 41111u1/05) was advanced to the mitral valve leaflets and the clip was implanted. There was difficulty visualizing the clip during the procedure due to poor echocardiogram images. The mr was reduced to 2; however, after deployment, it was observed that the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 3. A third cds was advanced to the leaflets for treatment, and the clip was implanted successfully. The mr grade was reduced to 2-3 with three clips implanted. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: mitraclip system, steerable guide catheter, implanted mitraclip (x1). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis; therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is likely that the restricted posterior leaflet, in conjunction with the poor imaging quality, resulted in poor leaflet insertion and contributed to the observed slda of the clip. Based on the information reviewed, the reported slda of the clip appears to be related to procedural conditions and not a product quality deficiency. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no previous incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.